Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported that approximately 15 months post-implant of a bifurcated device, a suprarenal aortic extension, and a limb extension, a follow-up computed tomography scan revealed that the aneurysm grew approximately from 5.8 mm to 6.5 mm causing a type iii endoleak. Reportedly, the endoleak identified between the suprarenal aortic extension and the bifurcated device. The patient was treated with an infrarenal aortic extension, which successfully corrected the endoleak. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient hence, device evaluation could not be performed. Medical records without operative images, were provided for clinical assessment and their review did not aid in determining the cause of the endoleak. Based on the investigation findings, the root cause for the reported endoleak could not be conclusively determined with available information. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in existing labeling.